Event description:
The customer called to report moisture underneath the liquid crystal display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly.